Manufacturer narrative:
The investigation into the reported ¿access site bleeding-major¿ has been completed. The root cause of the access site bleeding was most likely due to patient condition due to bilateral access site bleeding. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ a risk assessment was performed, and no escalation is required at this time.

Event description:
The complainant from the stemi-dtu study reported patient on impella cp support has bilateral access site bleeding that was moderate in severity. The patient's hemoglobin dropped and patient received blood transfusion. The patient was noted to have recovered. The event was determined by the primary investigator to be probably related to the impella procedure and device.